Manufacturer narrative:
On 5/7/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view. A tear was also observed in the anterior view. Microscopic examination was performed and the cause of the tear could not be identified. Causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/31/2019, mentor became aware that patient's left side was deflated not right. Hence, information in section d has been updated on this form with lot number 6481744, and serial number (B)(6). Also, mentor became aware that the date of surgery was (B)(6) 2019. Hence, field d7 has been updated to (B)(6) 2019. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. On 12/31/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side deflation. Concomitant products: left side; 300 cc mentor smooth round moderate profile; catalog number: 3501645; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with a 300 cc mentor smooth round moderate profile and was presented with breast implant deflation on her right side postoperatively. As a result, the device will be explanted on (B)(6) 2019.